Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, there were air gaps in the tubing and insulin was not seen exiting the tubing during fill tubing. Blood glucose (bg) ranged from 400-501 mg/dl. Bg was addressed with a tubing/site change, correction via the pump, and resuming insulin delivery.